Event description:
During an ventricular assist device (vad) implantation, the surgeon reported having difficulty controlling bleeding around the sewing ring of the ventricular cannula. The bleeding was successfully controlled and there was no adverse effect on the patient.